Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was found that the right ventricular lead exhibited fluctuating capture threshold, high capture threshold, r waves amplitude variation and high pacing impedance. No intervention was performed. The patient was in stable condition.

Event description:
New information indicated that the right ventricular lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of r-wave amp variation, inadequate capture, and high pacing impedance were not confirmed. Final analysis found that a complete lead was returned in one piece. The visual inspection and x-ray examination found no anomalies except damages consistent with procedural damage. Electrical testing was normal with no anomalies found.